Manufacturer narrative:
Correction to include the selection of adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are : product ID: 924256, lot# 082217917a, product type: accessory; product ID: 3389-40, lot# va1jes0, product type: lead. Analysis found the stimloc screw was broken due to over-torquing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reiterated that the screw tips remain in the patient's skull. The physician did not try to remove them, and instead turned the replacement burr hole cover in order to insert the new screws.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 924256, lot# 082217917a, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that during the lead implant procedure the surgeon had fixed the first burr hole cover screw in place on the left side. While the surgeon was screwing in the second screw, it broke, cutting in two. The tip of the screw remained in the patient's bone. In order to use a new screw, the surgeon used a replacement burr hole cover kit. The surgeon decided to remove the already fixed part, and while removing the implanted screw it also broke in two. The physician was able to use the pieces of the new burr hole cover kit and the procedure was completed normally. The surgeon felt fine with the result, and the patient was receiving effective therapy. There were no symptoms reported. No further complications were reported or anticipated.